Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer had not released to be opened and made the sound of the latch opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) provided the customer with troubleshooting steps to resolve the issue. The customer confirmed that the issue was resolved and subsequently closed the case. The system functioned as intended after the technical support specialist (tss) assisted the customer in resolving the issue.